Event description:
A malfunction was reported on the pump, which occurred while the pump was being updated. There was no reported impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.